Manufacturer narrative:
H6: investigation summary: a device history record review was completed for provided material number 301945 and lot number 1902157. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As samples were unavailable for return, twenty retained samples of the same lot number were obtained for evaluation by our quality engineer team. The retained samples were examined; however, the reported defect could not be confirmed. Based on the investigation results, an exact cause related to the manufacturing process could not be determined for this incident.

Event description:
It was reported when using the bd syringe s2 10ml 22ga 1-1/4in bd china, the device experienced a loose plunger falling out. The following information was provided by the initial reporter. The customer stated: the 12-year-old child was treated in our hospital due to tic disorder. During the injection treatment for the child, the syringe was routinely checked. No abnormality was found. The medicine was drawn and prepared for intramuscular injection. The plunger stopper of the syringe slipped and fell without resistance. Drugs are dumped and contaminated. Immediately replace the new syringe, and redraw the medicine to inject the child.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd syringe s2 10ml 22ga 1-1/4in bd china, the device experienced a loose plunger falling out. The following information was provided by the initial reporter. The customer stated: the (B)(6) year-old child was treated in our hospital due to tic disorder. During the injection treatment for the child, the syringe was routinely checked. No abnormality was found. The medicine was drawn and prepared for intramuscular injection. The plunger stopper of the syringe slipped and fell without resistance. Drugs are dumped and contaminated. Immediately replace the new syringe, and redraw the medicine to inject the child.